Event description:
It was reported that a physician replaced a 3116 in the patient on (B)(6) of this year. The patient was experiencing some pain so today (2013-(B)(6)) the physician moved the battery to a different location. The patient was doing fine.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), product type lead product ID 435135, serial# (B)(4), implanted: 2003-(B)(6), product type lead product ID 3116, serial# (B)(4), implanted: 2008-(B)(6), product type implantable neurostimulator. (B)(4).